Event description:
N/a

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. Two kinks were found on the catheter tubing approximately 75.2cm and 76.2cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 1.3cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Event site postal code: g75 8rg the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was unable to get a signal from the fiber optic sensor. They used to fluid filled transducer instead and continued therapy. There was no patient harm or adverse event reported.